Manufacturer narrative:
A ge service rep performed an on site investigation. The seating of all connectors and printed circuit boards was verified and the voltage for the workstation and video controller printed circuit board was measured to be adequate. The problem was not able to be duplicated. The system was tested and operates as intended.

Event description:
The customer reported the 6800 system intermittently would not boot up prior to a case. The customer powered down the system and restarted it w/o further boot up issues. No pt injury was reported.